Event description:
During disconnection after hemodialysis was completed, the male luer tip from the cartridge's connector broke off in the patient's catheter. The patient's catheter was replaced. No other medical intervention was reported.

Manufacturer narrative:
No product malfunction was identified. The car-170c cartridge was confirmed to have its arterial line broken off. Standard industry iso 594 complaint connectors are used for (arterial/venous) ends of the car-170c cartridge lines. Device labeling includes language to warn the user about making proper cartridge connections to the patient's access line.